Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged front and rear housing and a scratched screen. Visual inspection found that both the front and rear housing were damaged. Service will replace damaged front and rear housing to correct the reported issue. The scratched screen is included with the replacement of the front housing. The device was also noted to be double beeping during analysis. Service will replace the downstream sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump had a damaged case and double beeped no cassette. No patient was involved in this event. No adverse effects were reported.